Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Patient required revision surgery due to pain and loosening of the femoral implant.